Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events are being submitted under exemption (B)(4). There are 7 event(s) associated with this event type (malfunction) and product code bry.

Event description:
Arm separated/fell. Flat panel monitor in operating room (B)(6). That is closest to the window had the horizontal arm separate from the ceiling down tube and fell. None of the hospital staff was hit. (B)(4) from biomed had the power turned off and the video cables cut so the room could be used by noon the same day.